Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. (B)(4) devices were received for evaluation; 3 events were confirmed during testing. One event was not confirmed during testing; however, the device was out of specifications. (B)(4) devices were found to be affected by corrosion. One device was found to be affected by debris. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device was reportedly leaking. Three events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.